Event description:
It was reported that this right ventricular (rv) lead displayed limited sensing measuring around 2.5mv, additionally undersensing with low amplitude. The physician had referred the patient for a lead revision with another physician however, the patient had declined the revision procedure. No adverse patient effects were reported. This rv lead remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right ventricular (rv) lead displayed limited sensing measuring around 2.5mv, additionally undersensing with low amplitude. The physician had referred the patient for a lead revision with another physician however, the patient had declined the revision procedure. No adverse patient effects were reported. This rv lead remains in-service.